Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) received information that the right ventricular lead became dislodged. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.